Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the change in stimulation occurred post-op after the patient said they moved furniture in their home and that was all the information they had. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the patient was implanted in (b)(64) 2019. In (B)(6) 2020 the patient was back to have a lead replacement. The patient stated that soon after her initial implant in november she was moving furniture and later noticed her stimulation was different and her symptoms had returned. She has not been back to the office for a follow up apt since having the lead replacement. The patient reported the change in stimulation to rep in pacu (post-anesthesia care unit) on day of replacement. It is believed by the doctor that the lead moved based on x-ray and description.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va21sy3, implanted: (B)(6) 2019. Explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacture representative regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was moving furniture and afterward, their stimulation had changed. The patient had a new lead implanted and is currently in the pac-u (post-anesthesia care unit). The caller reported that the patient was able to communicate with their communicator prior to lead revision and in or, but post op, they are not able to communicate. Caller reports the incision dressing is not thick. Patient services suggested the caller power communicator off, get rid of all the history on the smart programmer, and apply a little more pressure if the patient can tolerate the communicator to the incision of the ins. Caller reports she is now able to connect the communicator with the smart programmer. No further complications were reported.